Event description:
It was reported that within a 90 minute window, this subcutaneous implantable defibrillator (s-ICD) delivered an inappropriate shock and stored untreated episodes due to t-wave and p-wave over-sensing. Upon review of the events, it was determined the patient's r-wave amplitude measurements had decreased, which likely contributed to the observed over-sensing. It was also stated the device battery was suspected of exhibiting premature depletion. Boston scientific technical services was contacted and recommended diagnostic imaging and in-clinic maneuvers to assess the s-ICD system integrity and placement. Device data was also requested to assess potential premature depletion, but has not yet been provided. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to correct fields b1 and b2.

Event description:
It was reported that within a 90 minute window, this subcutaneous implantable defibrillator (s-ICD) delivered an inappropriate shock and stored untreated episodes due to t-wave and p-wave over-sensing. Upon review of the events, it was determined the patient's r-wave amplitude measurements had decreased, which likely contributed to the observed over-sensing. It was also stated the device battery was suspected of exhibiting premature depletion. Boston scientific technical services was contacted and recommended diagnostic imaging and in-clinic maneuvers to assess the s-ICD system integrity and placement. Device data was also requested to assess potential premature depletion, but has not yet been provided. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported. Further information has been requested and will be provided if it becomes available.